Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The patient's medical history included helicobacter pylori infection (7 years before essure). Previously administered products included for an unreported indication: antibiotics. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: information received via social media. New historic condition h-pylori infection and treatment medication for the same antibiotic was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection (7 years before essure). Previously administered products included for an unreported indication: antibiotics. Concomitant products included ibuprofen and salicylic acid (oxy). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incision site pain ("lot of incision pain"), hypoaesthesia ("numbness") and genital discomfort ("pulling"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered genital discomfort, hypoaesthesia, incision site pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events lot of incision pain, numbness, pulling were added. New reporter added. Concomitant medications were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.